Event description:
It was reported that the customer received a button error alarm. His blood glucose level was 69 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture on keypad traces. No button error alarm noted. All buttons functioned properly. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked case at display window corner, cracked lcd window and scratched reservoir tube window.